Event description:
The customer received questionable ion selective electrode (ise) sodium results on their integra 400 plus analyzer (i400). The customer provided data for five patients with discrepant results that were reported outside the laboratory. The doctor questioned the high results and the customer repeated the patient samples on their integra 800, serial number (B)(4). The results from the integra 800 were issued as corrected reports. The customer then performed troubleshooting on i400 analyzer. The customer performed electrode service, ran a 20 sample replicate for sodium to condition the electrode, activated the electrode, and recalibrated sodium. The customer then repeated the samples that originally had high sodium results on i400. The first patient's initial sodium result from a serum sample was 143 mmol/l. The repeat result from the integra 800 was 132 mmol/l. The repeat result from the i400 was 133 mmol/l. The second patient's initial sodium result from a plasma sample was 148 mmol/l accompanied by a data flag. The repeat result from the integra 800 was 136 mmol/l. The repeat result from the i400 was 137 mmol/l. The third patient's initial sodium result from a serum sample was 151 mmol/l accompanied by a data flag. The repeat result from the integra 800 was 144 mmol/l. The repeat result from the i400 was 146 mmol/l accompanied by a data flag. The fourth patient's initial sodium result from a serum sample was 149 mmol/l accompanied by a data flag. The repeat result from the integra 800 was 137 mmol/l. The repeat result from the i400 was 138 mmol/l. The fifth patient's initial sodium result from a plasma sample was 149 mmol/l accompanied by a data flag. The repeat result from the integra 800 was 140 mmol/l. The repeat result from the i400 was 140 mmol/l. None of the patients were treated based on the high sodium results. The sodium electrode lot number and expiration date were not provided. The field service representative found that the ise tubing was not seated in the pinch valves. He reseated the tubing and cleaned the mixing tower. He ran diagnostic checks with no errors. Calibrations, quality control, and precision tests were performed and all were within specification.